Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Received information stating customer received a resume pump alarm. Pump history indicated that customer did not resume insulin after completing the load process. Reportedly, customer did not know if blood glucose level was impacted.